Event description:
The customer reported to olympus, the evis exera iii colonovideoscope rope pull was torn. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material in the air/water tube and connecting tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found: switch 1 had a cut. The forceps channel port had a dent. The air/water cylinder had no color. The suction cylinder had no color. The control unit had a scratch. Due to looseness of parts on the plug unit, water tightness was lost. The distal end insulation test failed. The plug unit was dirty due to water leakage. The label on the suction connector was damaged. Due to a crack on the bending section cover, the insulation resistance value at distal end did not meet the standard value. Due to damage on the bending tube, bending section could not be bent in the right direction at all. The plastic distal end cover had a dent. The light guide lens had a crack and a chip. The bending tube was damaged. The adhesive on the bending section cover had a crack. The connecting tube was snaking. The universal cord had buckling. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the foreign material was confirmed but could not be identified. It is possible that the foreign material remained in the device since reprocessing could not be conducted properly due to the leakage from the plug unit. However, the specific root cause could not be determined at this time. The events can be detected and prevented in accordance with the following the instructions for use (IFU): the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events. Olympus will continue to monitor field performance for this device.